Event description:
Alleged, the bed has no functions working.

Manufacturer narrative:
The facility's biomed found a nut under the sidecom board causing fuses to blow and a loose connection on the sidecom board causing the bed exit to not alarm at the nurse's station. The biomed replaced the sidecom board to repair the bed.